Event description:
Tip of k-wire sheared off anterior to l2 vertebral body specifically during the pedicle tap portion of this surgery. The sheared off tip of k-wire came to rest alongside pt's aorta at l2 level and tip was pointed at the aorta. Add'l surgery was performed to remove the retained k-wire tip. Surgery = removal of foreign body with medial visceral rotation by 10 days because of this surgery. Required incision from xiphoid process to pubis; all organs of abdominal cavity had to be removed in order to access the retained k-wire tip, then organs put back in abdominal cavity. After surgery to remove retained k-wire tip, pt required nasogastric tube for nearly 48 hours. Pt experienced new onset atrial tachycardia and atrial fibrillation after surgery on (B)(6) 2019. Re: life threatening - the vascular surgeon said if the sheared off k-wire tip was to pierce the pt's aorta, the vascular surgeon would be unable to perform repair in time to avoid death.